Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having longer than normal charging intervals, and consistent issues with coupling with his recharging system. They visited the patient and tried to charge his rc with his recharging system, and saw that his coupling was extremely poor. Consistently loosing good coupling every 2 minutes. No actions were being taken. They also mentioned experiencing shock-like sensations when going in and out of elevators.